Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a person using an ilet experienced hyperglycemia after a meal announcement, with a peak of 275 mg/dl for about two hours, without device alarms and without confirmed fingerstick, while using a 6 mm, 23" infusion set and reporting no leaks. Symptoms included high blood glucose without ketones, dizziness, loss of consciousness, or other adverse effects. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included telephone troubleshooting, review of system status and alarms, and education on infusion set change. Investigation of this case revealed that delivery interruption could not be confirmed and that the glucose began to decrease during the call, which is consistent with transient flow restriction such as tubing kinking or positioning. It was concluded, based on previously established findings for similar reports, that the cause was unclear.